Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the severely tortuous and severely calcified distal right coronary artery (rca). Following pre-dilatation, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Crossing was attempted again with the support of buddy wire technique and a non-bsc guide extension catheter, but difficulties were still encountered. The device was removed and the stent was found partially lifted. The procedure was completed with a 2.5x12 non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row that were bent back proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the severely tortuous and severely calcified distal right coronary artery (rca). Following pre-dilatation, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Crossing was attempted again with the support of buddy wire technique and a non-bsc guide extension catheter, but difficulties were still encountered. The device was removed and the stent was found partially lifted. The procedure was completed with a 2.5x12 non-bsc stent. No patient complications were reported and the patient's status was good.